Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol xenmatrix device used to treat the patient. The patient's attorney has alleged "a non-functional hard ball of mesh believed to be from the xenmatrix mesh" was discovered during an exploratory laparotomy on (B)(6) 2016, however it is unclear if the device was explanted at that time therefore we are not reporting it as an explanted device. No sample was returned for evaluation and medical records are not available. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Adhesions and hernia recurrence are a known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided and the reported patient's pre-existing conditions, no conclusions can be made between the reported post-operative complications and the bard/davol xenmatrix device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged that: on (B)(6) 2016 - patient underwent a laparoscopic colectomy and ileostomy. Following the procedure, the patient quickly developed complications, including a bowel obstruction, sepsis and a hernia. On (B)(6) 2016 - the patient's doctor preformed an operation to relive the obstruction and repair the hernia using an unspecified bard/davol xenmatrix biological mesh. On (B)(6) 2016 - the patient was released from the hospital and continued to suffer post-operative complications caused by the dysfunctional ileostomy. On (B)(6) 2016 - the patient was readmitted with severe hypotensive episode, acute renal injury, high output ileostomy, and a parastomal hernia. On (B)(6) 2016 - the patient was discharged following treatment for events of (B)(6) 2016. Over the course of several months, the patient developed multiple complications secondary to dysfunctional ileostomy. On (B)(6) 2016 - the patient was readmitted where she underwent exploratory laparotomy for parastomal hernia and malfunctioning ileostomy. During the exploratory laparotomy, "a nonfunctional, hard ball of mesh, believed to be from the bard/davol xenmatrix mesh that was used during the (B)(6) 2016 procedure, was discovered in the patient's abdomen and the mesh had adhered to the patient's bowel." On (B)(6) 2016 - the patient was discharged following surgical procedure on (B)(6) 2016, but continued to experience severe and persistent abdominal pain. On (B)(6) 2017 - the patient was admitted with increasing abdominal pain and was advised following evaluation that nothing further could be done to assist her. On (B)(6) 2018 - the patient was admitted where she underwent parastomal hernia repair and has since experienced an improved condition. As reported by the patient's attorney the patient "suffered injuries and damages, including past future pain and suffering." The patient's attorney alleges that "the defective xenmatrix was a direct, proximate and producing cause of the patients injuries and damages" and further alleges that the patient "suffered grievous bodily injury when treated using xenmatrix.."

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional medical/patient information as well as product identifiers. With the current information available, the conclusion for this file remains inconclusive.

Event description:
As originally reported in 04/2018: (B)(6) 2016 - patient underwent a laparoscopic colectomy and ileostomy. Following the procedure, the patient quickly developed complications, including a bowel obstruction, sepsis and a hernia. (B)(6) 2016 - the patient's doctor preformed an operation to relive the obstruction and repair the hernia using an unspecified bard/davol xenmatrix biological mesh. (B)(6) 2016 - the patient was released from the hospital and continued to suffer post-operative complications caused by the dysfunctional ileostomy. (B)(6) 2016 - the patient was readmitted with severe hypotensive episode, acute renal injury, high output ileostomy, and a parastomal hernia. (B)(6) 2016 - the patient was discharged following treatment for events of (B)(6) 2016. Over the course of several months, the patient developed multiple complications secondary to dysfunctional ileostomy. (B)(6) 2016 - the patient was readmitted where she underwent exploratory laparotomy for parastomal hernia and malfunctioning ileostomy. During the exploratory laparotomy, "a nonfunctional, hard ball of mesh, believed to be from the bard/davol xenmatrix mesh that was used during the (B)(6) 2016 procedure, was discovered in the patient's abdomen and the mesh had adhered to the patient's bowel." (B)(6) 2016- the patient was discharged following surgical procedure on (B)(6) 2016, but continued to experience severe and persistent abdominal pain. (B)(6) 2017 - the patient was admitted with increasing abdominal pain and was advised following evaluation that nothing further could be done to assist her. (B)(6) 2018 - the patient was admitted where she underwent parastomal hernia repair and has since experienced an improved condition. As reported by the patient's attorney the patient "suffered injuries and damages, including past future pain and suffering." The patient's attorney alleges that "the defective xenmatrix was a direct, proximate and producing cause of the patients injuries and damages" and further alleges that the patient "suffered grievous bodily injury when treated using xenmatrix." Addendum based on a review of medical records: (B)(6) 2016 - the patient was diagnosed with slow colonic transit with constipation and underwent a laparoscopic colectomy with ileostomy creation. (B)(6) 2016 - the patient was diagnosed with a small bowel obstruction, incarcerated ventral hernia and underwent exploratory laparotomy, relief of bowel obstruction and repair of ventral hernia with a xenmatrix graft. (B)(6) 2016 - (B)(6) 2016 - the patient presented to the hospital and was admitted due to low blood pressure, patient underwent a CT angiogram resulting in a lower lobe embolism. The patient was treated with heparin therapy. (B)(6) 2016 - the patient was diagnosed with a parastomal hernia, malfunctioning ileostomy and underwent a primary closure of the peristomal hernia and mobilization of loop ileostomy and revision of end ileostomy with complete relocation. During this procedure the xenmatrix was removed. "Bowel adherent to the mesh" were noted, in addition the mesh was described as ball. (B)(6) 2016 - (B)(6) 2017 - the patient had multiple office/wound care clinic appointments to help with ostomy care and complications with the application of the ostomy device. (B)(6) 2108 - the patient was admitted to the hospital with trouble controlling her ostomy pouch as well as a partial bowel obstruction. The patient underwent a parastomal hernia repair with implant of a non-bard davol parietex mesh (medtronic).